Event description:
It was reported that patients spinal cord stimulator lead had migrated and was noted that lost its coverage. The patient underwent a spinal cord stimulator lead replacement procedure and was doing well post operatively. The explanted devices were disposed at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7079128.